Event description:
The pt needed an MRI; the system was removed. The pt outcome is unk. Further info is being requested at this time.

Manufacturer narrative:
(B) (4). Final device analysis was not available at the time of this report. A f/u medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp.